Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen w/moisture) issue. The reporter alleged that after replacing the pump battery the display screen was blank. It was confirmed that there was possible water corrosion evident in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 11/12/2013-device evaluation: the insulin pump has been returned and evaluated by product analysis on 10/31/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Investigation found a crack in the battery compartment and it failed leak test. Moisture corrosion was found in the battery compartment and on the battery cap. The threads on the battery cap were stripped and the cap was unable to tighten properly, which resulted in the pump rebooting. Review of pump history showed record of short battery life with the last battery change. When pump casing was opened, no evidence of moisture was found on the internal components. Unrelated to this complaint, the contrast and ¿up¿ buttons were found to respond intermittently while the remaining buttons responded properly. Upon removal of the keypad cover, contamination was found under the contrast and ¿up¿ button contacts.